Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA on the results of this investigation once it has been completed.

Event description:
Patient revised to address pain, found cement/bone interface loose.